Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.